Event description:
The complainant alleged during an attempt to defibrillate a patient (age and gender unknown), the device would not discharge. The complainant did not indicate if the reported malfunction had and adverse effect to the patient.